Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 08-apr-2026 investigation summary: bd received one sample and four photos for investigation. The images show one btd device with all its components (holder, hub sleeve, and np cannula). All components appear to be in good condition; however, the device exhibits evidence of dried blood inside the hub. No damage or deformation was found in the sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood transfer device holder with female luer adapter, blood was unable to fill the tube with one (1) device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® blood transfer device holder with female luer adapter, blood was unable to fill the tube with one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.